Event description:
It was reported that an atrial leadless pacemaker was placed in difficult anatomy and found to have unspecified unsatisfactory electrical measurements. The device was retrieved, but a suitable position was unable to be found. An atrial leadless pacemaker was not implanted. Patient was stable with no consequences.

Manufacturer narrative:
Further information was requested but not received.